Event description:
Infected right breast-implant intact. Status (post right breast reconstruction) had left mastectomy followed by reconstruction with saline implant. Then underwent a right mastectomy followed by reconstruction with a saline implant. This procedure was followed by radiation therapy. Since that time, there has been thinning of skin overlying the breast implant.